Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 08/24/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ jul. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The complaint failure was initiated for a catheter/monitor communication failure therefore a review of cam02 complaints was completed using the key words ¿catheter¿ and ¿communicate¿ in the search criteria. The review encompassed dates 25-ju5-14 to 14-jun-15. A total of one (1) complaint contained the search criteria. The failure analysis investigation verified the complaint incident; the touchscreen was confirmed as defective. A review of the service report verified at step 16 ¿ the screen did not display any information on the touchscreen, thus verifying the touchscreen was not working. The cam02 monitor received a replacement touchscreen, was calibrated and safety tested. The results were reviewed as part of this investigation; all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Conclusion: the failure analysis investigation identified a defective touchscreen was the root cause of the complaint incident ¿monitor did not communicate with catheter.¿

Event description:
The monitor did not communicate with catheter. It was determined by the account that the camo2 was having the issue and not the catheter. While the issue was occurring, the account used another catheter to confirm that the camo2 was not working correctly. Additional information has been requested.